Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the button was not being interacted with when the button alarm occurred. Contact stated that she has not noticed customer's blood glucose levels becoming impacted by this, but was not sure.